Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient had reduced vision. Hence the lens was explanted and replaced with non-company lens in a secondary procedure. Additional information was requested, yet no new information was received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).